Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient with a pre-existing right bundle branch block. Post-implant, the decision was made to implant a permanent pacemaker due a conduction disturbance. There was no clinically significant delay in procedure reported. There was no difficulty using/implanting the 27mm navitor vision valve and no initial or prolonged hospitalization due to this event. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
The device remains and is not is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
Subsequent to the previously filed report, additional information was received that the conduction disturbance was not caused by the implant of the 27mm navitor vision valve. The right bundle branch block did not worsen due to the 27mm navitor vision valve. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The pacemaker implant was not a pre-planned concomitant procedure. The length of the membranous septum is 5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 4mm.

Manufacturer narrative:
An event of right bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the patient had right bundle branch block which may have contributed to the reported event. The final implant depth was 4 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.